Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 424 mg/dl at the time of call. The customer's blood glucose was 415 mg/dl at the end of call. The customer stated that he treated his high blood glucose with bolus. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The customer declined to check cannula issues and setting issues. The customer's blood glucose was going down at time of call. The insulin pump will not be returned for analysis.